Event description:
A customer reported that when customer raised the slide on the meter the "hundreds unit" was not completely displayed. The customer stated that in 2002 customer tested and received results of 20, 39 and 42 mg/dl. Customer did not have hypoglycemic symptoms. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.